Manufacturer narrative:
Separate reports have been filed on the other five patients. The article¿s author contact has indicated that device- and patient-specific details, demographics and outcomes will be made available. At this time, it is unknown if this event had previously been reported or if the device was returned for analysis. The event date is the approximate date of publication of the article. (B)(4).

Event description:
Medtronic received information from a journal article that a 12 millimeter pulmonary valved conduit was explanted four months after implant due to high gradients. Echocardiography showed the function of the valve was normal, and that the increased gradient occurred mainly at the site of the distal anastomosis. Following explant, examination showed the device had experienced excessive intimal peel formation, severe perigraft scarring reaction and stenosis at the distal anastomosis. Another manufacturer¿s device was implanted. Histologic examination of the explant revealed severe granulomatous inflammation with narrowing of the surrounding tissue. No subsequent adverse patient effects were reported. The information was included as part of a report on the findings of a study that examined post-implant mid-term outcomes of right ventricular outflow tract reconstruction using this device over a 56-month period. The study reviewed 36 implants in children up to five years old and two patients who were eight and 21 years old respectively. Six of the 38 patients required device explant and replacement.

Manufacturer narrative:
Additional information was received regarding patient demographics, implant and explant dates. The implant date is approximate (month and year are valid) based on the reported age of the patient at implant. This device was implanted and explanted prior to FDA approval. Citation title: adverse mid-term outcome following rvot reconstruction using the contegra valved bovine jugular vein authors: göber v, berdat p, pavlovic m, pfammatter jp, carrel tp source: ann thorac surg 2005;79:625-31.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.